Event description:
The reporter called for a replacement device due to suspected delivery issues. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected, and the product was within specification.